Manufacturer narrative:
Analysis synthesis: upon reception of the subject smartview connect, the device was tested, and the reported issue was confirmed. An additional error message was observed: "bluetooth keeps stopping. Close app". Aside from the displayed error message, the device was found to be non-functional, and log review was not possible. Despite the application is not actively use, the "bluetooth keeps stopping" message persists. These observations suggest the possibility of a hardware malfunction or the pre-install software, but it cannot be confirmed with certainty. This case has been retained for monitoring and trending purposes.

Event description:
The transmitter displays the error message 'smartview app is not responding, close app¿'.

Event description:
The transmitter displays the error message 'smartview app is not responding, close app¿'.